Event description:
It was reported that a pt reported not being able to feel stimulation (normal or magnet mode) for the past three months. Diagnostics performed resulted in high lead impedance. The pt denied any trauma to the site. X-rays were taken and reviewed by the physician who could not see any lead discontinuities. The lead pin was full inserted. The x-rays will not be sent to the manufacturer for review. It was recommended to the physician that the pt's device be programmed off. The pt will be referred for a surgical consult. Good faith attempts to obtain additional info have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.